Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due t-wave oversensing. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information regarding this event.. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due t-wave oversensing. Technical services (ts) was consulted and discussed stored data as well as troubleshooting options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: manufacturer name field (d3) in section d, suspect medical device. Model number field (d4) in section d, suspect medical device. Catalog number field (d4) in section d, suspect medical device. MFR site address 1 field (g1) in section d, manufacturing site. MFR site city field (g1) in section d, manufacturing site. MFR site state field (g1) in section d, manufacturing site. MFR site zip/post code field (g1) in section d, manufacturing site. A good faith effort was performed to obtain additional information regarding this event.. At this time, no further information is available. Should additional information become available this report will be updated.